Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient's parent stated that the patient had to be taken to the hospital for ketoacidosis. On the day of the event on (B)(6) 2023, the patient experienced vomiting after which the parents called a doctor, who advised to do a fingerstick. At this moment the cgm was reading 7.0 mmol/l and the blood glucose reading was 26.0 mmol/l, after which the doctor advised the parents to call an ambulance. The patient was taken to the hospital by the ambulance and the paramedics did another fingerstick which was 28.8 mmol/l. The parent did not provide any specific details regarding treatment that was given in the hospital, but did state insulin was provided. The patient was admitted for a total of 48 hours. When the patient left the hospital, he was in a stable condition with no complications. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.